Manufacturer narrative:
Date of report: 30apr2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported the confirmation sound which is heard when settings are modified and the sound which is heard when the alarm volume is modified was not generating. There was no patient involvement

Manufacturer narrative:
Date of report: 10jun2019. Date received by manufacturer: 07jun2019. The manufacturer¿s international service technician could not duplicate the reported issue. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. No parts were replaced so no parts are expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.